Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had their first battery on 0.2 for almost six years. They got a new ins on (B)(6) and when the rep was showing the patient how to use the it, the patient was on program 5 at 5.5v. They couldn't feel the stimulation unless they jacked it up. The patient had lowered stimulation to 5.2 by the (B)(6). All the other settings had to go higher than 5.5v. On (B)(6), they changed the device to program 6 at 1.8v. They had pain, it got so bad they thought they had kidney stones, so they changed to a lower setting, but didn't notice any difference in the pain. The next day, (B)(6), the patient bent over to pick up their shoes and suddenly felt thumping really hard, they lowered it from 1.8 to 0.8v. The next day, (B)(6), they followed-up with their doctor and the doctor asked them to turn the device off. On (B)(6) they had a CT scan, it came back negative, no kidney stones, nothing turned up on it. On (B)(6) the nurse assistant tested the leads and they tested ok and they had a manufacturer representative on the phone and the nurse used their device to turn stimulation back on. They turned it on program 5 at 0.9v and the patient could feel it. After having it off for 17 days and turning it back on they could feel it at 0.9v. The rep asked them to keep it on for 72 hours, but the patient was in so much pain at night, they switched to program 2 at 0.9v. A couple of days later they had it down to 0.2v. On (B)(6) their doctor scoped their bladder and couldn't find anything. The doctor asked if they thought their nerves were hypersensitive, causing the pain. The patient had an appointment on (B)(6) with the reps. They wanted to know if there was any way to see a rep sooner, the caller also wanted to know if a glitch with the phone device could be causing this. The patient was on program 2 at 0.2v at the time of the report and was still having pain. Bladder pain was why they got the device. It was noted it did work great, then they got the new battery in february, the lead had not been replaced. The patient also noted they felt much better the day of the report, they still had some pain, but it was much better. No further complications were reported or anticipated. Additional information was received from a consumer. It was reported that on (B)(6), the patient changed the device to program 2 at 0.2. Later that day, the pain started to subside some. The pain got better over time, but has not totally gone away. At this time, it was still on program 2 at 0.1. The patient was implanted with the device because of bladder pain, which stopped all of the pain she has experienced. The patient then tried moving it up to 0.2 to see if it can help with the mild pain she was still having but had to revert back to 0.1 because the pain started increasing again. There may have been a possible lead migration away from the nerves, then when it moved back in place, that caused the pain since it was at such a high number. Meaning, the lead was away from the nerve from (B)(6) (surgery date) to when the pain started, (B)(6). There were also suggestions that the leads be put into the opposite side and also programmed two other programs into the device that are lower settings. The patient did not understand how the day before the surgery, she can feel it at 0.8, then the day of the surgery she did not feel it until 5.8. The patient can see how the lead migration could have come into play on the day since when she bent over to pick up her shoes and suddenly felt it. She personally believes there was something wrong with the device, possible in the programming. At this point, they are not really sure what the issue was. The patient is frustrated of trying to figure out what happened. The patient decided not to have a bladder biopsy because the pain had started to subside and felt it was a result of the device. On (B)(6), the patient avoided all foods and drinks that are bladder irritants to see if it helped relieves the pain and stayed on program 2 at 0.1. No further patient complications are anticipated or expected as a result of this event.